Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensations with the device. A known trauma has happened.

Manufacturer narrative:
Additional information: according to the received information, it can be assumed that the observed temporary lack of benefit from the device was most likely due to unrelated medical issues. Latest in situ measurements showed normal results and patient's benefit from the device improved significantly. The device remains implanted and in use.

Event description:
The patient has no hearing sensations with the device. In situ measurements show increase in impedances especially at the apical end of the array. The channels 1,4 and 12 show high impedances. External parts have been changed without improvement. A known trauma has happened. Clinical support reviewed the data with the conclusion that the internal electronics are within specification however the cause of lack of audition remains inconclusive. It was also reported that a partial insertion was achieved at implantation, with 1 extra-cochlear channel. The patient was seen again on (B)(6) 2016, and was diagnosed with tonsillitis without residual middle ear infection. Since christmas the patient's hearing had steadily improved however she had become more unwell with tonsillitis. Diagnostic imaging confirmed appropriate placement of the internal device. In situ testing from (B)(6) 2017, showed the impedances of some channels to be reduced in comparison to the measurements from (B)(6) 2016. Patient passed choice word test at conversational level without difficulty. Tympanometry showed normal result bilaterally. Reportedly, the cause of the temporary loss of audition is unknown however a physiological involvement remained the most probable cause.